Manufacturer narrative:
Concomitant medical products: product ID 3487mes, lot# n23784, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported that the patient was in a car accident which broke the previous system. When they replaced the implant, the whole system was replaced so the patient would be able to have mris. The car accident was a workman's comp case and in that accident, the patient injured their foot and ankle which is why they wanted to do the MRI. The event date is unknown as the patient reported that they were in an elevator and was unable to hear.